Event description:
Same case as MFR #: 2134265-2010-00024. It was reported that post a coronary drug-eluting stenting treatment procedure, stent thrombosis and a myocardial infarction occurred. The target lesion was located in the non-calcified, non-tortuous, very small left anterior descending (lad) artery. A 2.25x16mm taxus liberte atom stent was implanted in the distal lad and a 2.25x28 mm taxus liberte atom stent was implanted in the mid to distal lad. The stents were not overlapping; there was a 5 to 10mm gap between the stents. Post procedure, it was reported that the pt was taking 81mg aspirin and 75mg plavix daily. Approx two months later, the pt presented to the ER with an st elevated mi. Access was obtained through the femoral artery. Angiography confirmed a total occlusion of the mid left anterior descending (lad) artery from stent thrombosis located at the proximal edge of the 2.25x28mm taxus liberte stent. A long pt graphics2 wire crossed the occlusion and angioplasty was performed with a 2.25x12mm apex balloon. The balloon was inflated to 10atm/14sec and 18atm/14sec. There was 10% residual stenosis and timi 3 flow was restored in the lad. No additional pt complications were reported. The pt's medication was switched from plavix to prasugrel.

Manufacturer narrative:
It is indicated that the device will not be returned for eval: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplement medwatch will be filed.